Event description:
It was reported that the patient underwent a left l3-l4 and l4-l5 transforaminal lumbar interbody fusion via endoscopic approach, using transpedicular approach l3-l4 and l4-l5 with fusion using peek construct and bone morphogenic protein with patient's autologous local bone, and instrumentation using pedicle screw fixation l3 to l5, minimally invasively. Post-op, the patient develoed loss of strength in left arm and tremors.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient presented with low back and left leg pain and with the preoperative diagnosis of severe recurrent lumbar radiculopathy secondary to disc space collapse, foraminal narrowing and instability l3-l4 and l4-l5. With evidence of disc protrusion l4-l5 left.the patient underwent surgery which consisted of left l3-l4 and l4-l5 transforaminal lumbar interbody fusion (tlif) via endoscopic approach, using transpedicular approach l3-l4 and l4-l5 with fusion using peek construct and bone morphogenic protein with patient's autologous local bone, and instrumentation using pedicle screw fixation l3 to ls, minimally invasively, using medtronic sextant system. Per the operative report "(l4-l5)...measured the height at about 13.5 or so mm and therefore chose a 14mm construct. The 14mm by 32mm peek construct was then chosen and filled with bone morphogenic protein and the patient's own bone. Prior to placement of the construct a portion of bone morphogenic protein wrapped around the patient's own bone was then placed in anterior aspect of disc space up against the anterior longitudinal ligaments (l4-l5) we then chose a 14mm peek construct and w ith gentle retraction of the nerve root we placed a small amount of bone morphogenic protein at the anterior aspect of the disc space. We then placed bone morphogenic protein and the patient's autologous bone into the peek construct and then tapped the construct I nto disc space and countersunk it...". Post operatively probably burn marks on the patient were noted on left portion where the drape was placed secondary to disconnected light source cord, the areas were circular and reddened in shape of the light source. There were 3-4 of these reddened areas. No blistering or sloughing skin was noted. No other patient complications were noted. On (B)(6) 2007 the patient was discharged from the hospital. On (B)(6) 2007 the patient presented pain and underwent an x-ray which showed stable posterior fusion l3 -l5 with some hypertrophic spurring and minimal narrowing l4-l5 and l5-s1. On (B)(6) 2007 the patient presented with pain and numbness. As lumbar spine MRI was conducted this showed pedicle screw fixation at l3-l5. Enhancing scar at l3-l4 and l4-l5; some enhancing scaring in the space at l5-s1. No evidence of any persistent or recurrent protrusion. No midline stenosis. There was narrowing of the lateral recesses on the left at l3-l4-l5. No masses seen. No evidence of fluid collection. On (B)(6) 2008 the patient presented low back pain, numbness, and tingling radiating to the left lower extremity and thigh position of right extremity. The patient underwent a motor nerve study which revealed irritability in the bilateral lower lumbar paraspinal muscles bilaterally. Findings were not specific enough to diagnose lumbar radiculopathy. On (B)(6) 2008 the patient presented with lumbo sacral neuritis and underwent a lumbar CT scan which was compared to a (B)(6) 2006 CT and demonstrated interval removal of the disc extrusion at l4-l5 with posterior and interbody fusion at the l3-l4 and l4-l5 levels; multilevel acquired lumbar spondylosis; no focal compression disc extrusion. Interbody cages with the l4-l5 disc space with bony fusion demonstrated along the right aspect of the disc space. A leftward spondylotic displacement contributed to moderate high grade left lateral recess stenosis. On (B)(6) 2009 the paint complained of left leg and back pain. The patient also presented with coccydynia; myofascial pain; lumbar r adiculopathy; and lumbar spondylosis. The patient received a left s1 joint injection. On (B)(6) 2009 the patient presented with lumbar spondylosis; lumbar radiculopathy; leg pain; myofascial pain; and s1 joint pain. On (B)(6) 2009 the patient presented with s1 joint pain and felt that the joint injections were not really helping. The patient also presented with lumbar spondylosis; lumbar radiculopathy; leg pain; and myofascial pain. On (B)(6) 2009 the patient reported falling the previous month from unexpected weakness in legs. The patient complained of increasing bilateral lower extremity weakness and presented with decreased lumbar spine rom; issues of spinal stenosis; lumbar spondylitic pain above and below fusion; and s1 bilateral joint pain. On (B)(6) 2009 the patient reported increasing coccyx pain as well as s1 joint pain worsened by sitting. On (B)(6) 2009 the patient complained of a rough month and described episodes of severe back and leg pain left greater than right. On (B)(6) 2009 the patient presented with radicular pain bilateral -left greater than right; lumbar spondylitic pain; discogenic pain low back; and mysofascial pain. On (B)(6) 2009 the patient presented with chronic lumbar radiculopathy; failed back syndrome; lumbar spondylitic pain; episodic discogenic type low back pain and myofascial neck pain. On (B)(6) 2010 the patient presented increased back pain and was using back support to help alleviate symptoms. The assessment was recorded as lumbar spondylitic pain; failed back syndrome; and lumbar radiculopathy left l5, left l4 pattern. On (B)(6) 2009 the patient presented with sacral pain, bilateral sacral joint pain, left greater than right, low back and bilateral lower extremity pain. The patient had an antalgic gait and used a cane. Diminished rom of the lumbar spine secondary to reports of low back pain with flexion as well as extension. The patient had the preoperative diagnosis of failed back syndrome with degenerative changes of the lumbar spine; sacral neuritis; and left sacroiliitis. The patient received a l5-s1 epidural injection and a caudal epidural injection. On (B)(6) 2010 the patient complained of increased radicular symptoms, left lower extremity, l5-s1 pattern; lumbar spondylitic pain; and persistent myofascial on (B)(6) 2010 the patient presented with lumbar spondylosis; lumbar radiculopathy; arm pain; and mysofascial pain. On (B)(6) 2010 the patient complained of back pain and increasing back spasms. On (B)(6) 2010 the patient presented with back pain and worsening left leg numbness running in the l5-s1 distribution. The patient underwent ap and lateral spine x-rays which demonstrated postoperative changes with no periprosthetic abnormalities; straightening in the normal lordosis; disc space narrowing with spondylitic spurning at the remaining levels; and possibly a degree of lower limb spinal stenosis due to facet hypertrophy and spondylotic changes, partial at l4-5 and l5-s1. On (B)(6) 2010 the patient presented with back pain and new knee pain. The patient had an x-ray taken which showed joint spaces to be well maintained, no joint effusion or fracture and osseous structures intact. On (B)(6) 2010 the patient reported a fall since last visit secondary to give away weakness in the left lower extremity. The patient's assessment was lumbar radiculopathy left l5. Left s1 pattern; lumbar spondylitic pain, below and above fusion (l3-l5); osteoarthritic type pain in left knee; chronic narcotic use; and chronic myofascial pain with muscles spasms lumbar spine. On 26 aug 2010 the patient complained of low back pain and muscle spasms in the lumbar area on the left side with increased radicular symptoms in the left lower extremity, both in l4, l5 pattern; continued spondylotic pain above and below fusion, and chronic narcotic use. On (B)(6) 2010 the patient presented with lumbar spondylosis; lumbar radiculopathy; limb/leg pain; myofascial pain; cervical spondylosis; cervical radiculopathy; and neck pain. On (B)(6) 2010 the patient presented with back pain, constipation, and worsening radicular symptoms on the left. On (B)(6) 2011 the patient presented with lumbar spondylosis; lumbar radiculopathy; limb/leg pain; myofascial pain; cervical spondylosis; cervical radiculopathy; and neck pain. On (B)(6) 2011 the patient presented with neck and back pain and reported tightness there like "a ball" in back. Increased radicular symptoms. Some weakness left leg and decreased rom in the lumbar spine. On (B)(6) 2011 the patient presented with increasing back, buttock, and leg pain with radicular symptoms on the left side as well as a newer complaint of coccydynia / sacral neuritis, persistent sponndylotic type pain below the fusion at 5-1. Pain increased with sititing. On (B)(6) 2011 the patient presented with chronic back, buttock, leg, and tailbone pain with the assessment of coccydynia and sacral neuritis. On (B)(6) 2011 the patient presented with worsening left leg pain and demonstrated some paresthesias in the leg and the preoperative diagnosis of left l5 radiculopathy, sacral neuritis, coccydynia, failed back syndrome, and foraminal narrowing below the level of fusion. The patient received an l5-s1 epidural injection and a caudal epidural injection. On (B)(6) 2011 patient complained of getting no relief from the epidural injections, the patient also complained of more pain, spasms, and tightness in the back. The patient presented with lumbar spondylosis; lumbar radiculopathy; limb pain, leg pain; myofascial pain; and low back pain. On (B)(6) 2011 the patient presented with lumbar spondylosis; lumbar radiculopathy; limb pain, leg pain; myofascial pain; and low back pain. On (B)(6) 2011 the patient presented with worsening left leg pain and a slight decrease in rom of the back. On (B)(6) 2011 the patient presented with left l5 radiculopathy and spinal stenosis below level of fusion and received an epidural steroid injection l5-s1.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.